Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: total (B)(4) packs of samples were received on 2024/11/19. (B)(4) packs of samples were randomly selected according to sop-06-014 rev.25 complaint investigation procedure and evaluated by [appearance] and [knot pull tensile strength] according to fgs-001 specification for mersilk silk braided non-absorbable suture rev.23 on 2024/11/27. Appearance met requirement defined in fgs-001 and the knot pull tensile strength test results (minimum individual data: 17.40 n, minimum average data: 18.81 n) met the specification defined in fgs-001 (minimum individual data: 6.50 n, minimum average data: 13.0 n) which met the mandatory medical device standard yy 0167 -2020 non-absorbable surgical suture (minimum individual data: 6.50 n, minimum average data: 13.0 n). DHR reviewed and no issue found. These return samples were manufactured by ethicon. Based on the video review, although the suture was broken by hand, it cannot be stated that the suture tensile strength did not meet the specification, the tensile strength needs to be tested with professional equipment, so the complaint was not confirmed. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. It was reported that the suture broke as soon as it was pulled. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 12/10/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - when did the alleged deficiency happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - name of procedure? --please refer to the event description, other information requested is unknown. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.